Event description:
A stent was deployed in the first diagonal. The proximal end of the stent protruded slightly into the lad. As another stent was advanced through, the distal end of this stent got caught on the proximal end of the deployed stent, stripping it off the balloon catheter.